Event description:
Patient states she has many of these inflammatory mass symptoms: bowel bladder problems, burning for the last 1.5 years. The drug used in the pump is morphine. The manufacturer requested additional information and confirmation of this event; however, no information was received from the hcp.